Manufacturer narrative:
Sensor 0m000f8h8hd has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified higher values while testing on the adc freestyle libre sensor compared to a competitor meter. On 22- mar-2021, the customer self-treated with insulin (dose unknown) based on the high glucose scan and experienced a hypoglycemic symptom described as sweating. The customer was able to self-treat with food based on her hypoglycemia symptom. The customer reported receiving post-treatment sensor scans of hi (greater than the 27.7 mmo/l) and 21.9 mmol/l were compared to readings of 11.8 mmol/l and 6 mmol/l obtained on the competitor meter. The customer further reported she "still felt uncomfortable" so on 24-mar-2021, she had hcp contact where a sensor scan of 16 mmol/l was received compared to a blood glucose test of 4 mmol/l performed on the hcp meter. When a sensor scan of 16 mmol/l compared to the hcp result of 4 mmol/l is plotted on the parkes error grid, it falls into the "d" zone, showing the difference in values to be clinically significant. The hcp administered glucose injection as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified higher values while testing on the adc freestyle libre sensor compared to a competitor meter. On (B)(6) 2021, the customer self-treated with insulin (dose unknown) based on the high glucose scan and experienced a hypoglycemic symptom described as sweating. The customer was able to self-treat with food based on her hypoglycemia symptom. The customer reported receiving post-treatment sensor scans of hi (greater than the 27.7 mmo/l) and 21.9 mmol/l were compared to readings of 11.8 mmol/l and 6 mmol/l obtained on the competitor meter. The customer further reported she "still felt uncomfortable" so on (B)(6) 2021, she had hcp contact where a sensor scan of 16 mmol/l was received compared to a blood glucose test of 4 mmol/l performed on the hcp meter. When a sensor scan of 16 mmol/l compared to the hcp result of 4 mmol/l is plotted on the parkes error grid, it falls into the "d" zone, showing the difference in values to be clinically significant. The hcp administered glucose injection as treatment. There was no report of death or permanent injury associated with this event.